Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, wrinkling, fatigue.

Event description:
Healthcare professional reported "chronic fatigue syndrome", "pain" and "rippling". This record is for left side. The device was explanted.